Event description:
Customer's family member called to report the pump had no delivery alarms. Even though pt's site was changed, the pump continued alarming. It was stated that the back driver arm did not snap into place any more and the select button sometimes did not respond.